Manufacturer narrative:
Corrected information has been provided in h3. Priming problem: the cause of the priming problem related to the noisy device was not able to be determined due to the issue being unable to be recreated in the lab.

Manufacturer narrative:
This follow-up report is being submitted to add an h6 device problem code that was omitted from the initial report. H6. Medical device problem code a27 (appropriate device problem term/code not available) was not included in the initial MDR and is now correctly added.

Manufacturer narrative:
H6. Medical device problem code a0508, noise, audible, has been added.

Manufacturer narrative:
D6b explant date provided.

Manufacturer narrative:
A4 patient weight is unknown. D4. Expiration date is unknown. H4. Device manufacture date is unknown. Device status. The impella device was returned, and an evaluation/analysis is underway. Upon completion of the analysis, a supplemental report will be filed.

Event description:
It was reported that a patient implanted with an impella cp experienced unexpected noises from the purge housing during use. During support, it was noted that the purge system was noisy and subsequently, the purge cassette was replaced. Following the purge cassette replacement, the noise discontinued. No signs or symptoms of patient injury were reported, there was no reported harm associated with the event. At the time of writing this report, the patient continues to be supported by impella cp.